Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient reported unrelenting pain, inability to drive at night, and rainbow glare months following lasik treatment. The patient reported seeing 15 doctors but could not find a cause. The patient noted having to leave work because of the symptoms. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).